Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1110-02 ((B)(6)). The returned ipg was analyzed, a review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return. The probable cause selected is no problem detected.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.